Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer noticed a shift high in the qc results for troponin t stat and performed a patient correlation with another cobas e601 analyzer at the site. Of the data provided for three patent samples, only the results for one patient sample were discrepant. The initial result was 0.120 ng/ml and the repeat result on (B)(6) 2015 was 0.096 ng/ml. The initial result was reported outside the laboratory. The repeat result was believed to be correct. The reported result was not corrected. The patient was not adversely affected. The reagent lot number was 18444302 with an expiration date of 04/30/2016. The field service representative could not find a cause. He checked the analyzer and ran performance testing. The customer performed calibration and qc with results within specification. The investigation found an issue with the calibration performed prior to the issue. This may have caused or contributed to the issue.